Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.

Event description:
The customer reported that the system would not take a fluoroscopic image. There is no report of injury or death associated with this event.